Manufacturer narrative:
This device was previously reportable under the asr exemption e2015006, which was revoked on 2018/06/28, resulting in this MDR submission. Evaluation found the unit does not sound when in use with the magnet or sensor pad due to faulty speaker. The side switch cover has been torn off leaving the unit with exposed control buttons. The warning label has been peeled off. Scuff marks and site sticker observed on the exterior housing. Both dust covers underneath the battery slots have been damaged. The visual findings revealed signs of dropping or bumping that may contribute to the faulty speaker. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the nurse call receptacle is visibly damaged. Evaluation found the unit does not sound when in use with the magnet or sensor pad. The date the issue was discovered is unknown and no patient incident or injury was reported.